Event description:
It was reported that post-op stop imaging indicated the initial lead placement was too deep. There were no factors that may have led or contributed to the issue. At the time of the implantable neurostimulator (ins) implant, the surgeon re-opened the cranial incision, the lead was revised and pulled back approximately 3mm. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.